Event description:
The complainant reported a patient was on impella 5.5 support. While on support, purge system blocked alarm was present. The nurse traced lines and there were no kinks in tubing. Tissue plasminogen activator (tpa) protocol was started. Tpa purge solution was infusing, and purge alarms were on-going. The impella pump stopped and multiple attempts were made to restart the pump. The patient remained hemodynamically stable and went to the operating room and had the impella removed. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion . ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella 5.5 with smartassist for use during cardiogenic shock section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for the high purge pressure and the pump stop has been completed. Clinical details report that the high purge pressure alarm was troubleshot with tpa infusion into the purge, but shortly after the pump stopped anyways. The patient's activated clotting time (acts) at the time were unknown, there were no kinks in the purge line, and the purge cassette wasn't replaced. Since data logs were not available for review and product was not returned for investigation, the root cause of the high purge pressure could not be determined. Clincical details states that shortly after high purge pressure alarms began to trigger, the pump stopped and could not be restarted. No further clinical details were provided. Since data logs were not available for review and product was not returned for investigation, the root cause of the pump stop could not be determined.